Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer has reported inaccurate spo2 values with rd sensors compared to blood gas results. Per the customer the difference is about 7-8%. No consequences or impact to patient were reported.